Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the moderately calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion during retraction would have then led to the stent dislodgement. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the database found there have been no other incidents reported for stent dislodgement for this lot. In this case, the reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure.

Event description:
It was reported that the lesion was located in the left main and was moderately calcified. The stent dislodged from the delivery system during the crossing attempt. A voyager balloon was used to deploy the stent, however, it was able to be deployed only partially in the target lesion and another ultra stent was placed to treat the remaining area of lesion. No further patient effects were reported. No additional information was provided.